Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. However, the customer provided an image which showed that the fiber body was snapped in half. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The initial reported allegation of fiber break was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that during a ureteroscopy procedure, the laser was not firing and the fiber snapped in half. The fiber was replaced and the procedure was completed using a second fiber. There were no patient complications reported.

Event description:
It was reported that during a ureteroscopy procedure, the laser was not firing and the fiber snapped in half. The fiber was replaced and the procedure was completed using a second fiber.. There were no patient complications reported.